Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): deviating volume.

Manufacturer narrative:
(B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following a delivery accuracy measurement according en (B)(4) was arranged. All measured values were within specification. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced.

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been received at our bbm laboratory in (B)(4) and the investigation is on going at this time. A follow-up report will be provided after the examination results are available.